Event description:
Rn was taking care of this patient and was instructed by the physician to pull back on the uvc (umbilical venous catheter) by 0.5cm. The uvc was to be pulled back from 10.5cm to 10cm. When rn started pulling it back the uvc line snapped. Rn was able to retrieve the portion that was in the umbilicus and dr. (B)(6) was called for further instruction. Dr. Instructed rn to just discontinue the uvc. This was done, the tip of line intact.